Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended for as soon as possible. It was noted that end of life (eol) battery status had already been declared. Engineering was able to confirm that pacing and shock therapy were still available and at the present rate of depletion therapy would remain available for 28 days. Additional information was received. Although the physician informed the patient of the need to replace the device for safety, to ensure therapy remains available, the patient declined clinic follow-ups and device replacement. At this time, the device remains implanted and in service, with no plans to replace it based on the patient's request.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended for as soon as possible. It was noted that end of life (eol) battery status had already been declared. Engineering was able to confirm that pacing and shock therapy were still available and at the present rate of depletion therapy would remain available for 28 days.